Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that while troubleshooting for keypad issues, she mentioned her blood glucose level was low. Customer's blood glucose level was 50 mg/dl or 55 mg/dl. The customer treated her blood glucose level with food. The customer's blood glucose level has dropped to 21 mg/dl. The customer had juice to treat her blood glucose level. The reservoir was showing less insulin than what was shown on the status screen. The reservoirs had air bubbles. The insulin pump was exposed to a mammogram. The insulin pump alarmed no delivery and no reservoir. The customer over bolused. Customer was advised to discontinue use of the device and revert to backup plan. The device was not returned.